Event description:
Philips received a complaint on the heartstart xl+ indicating that device failed to turn on during self-test. There was no patient involvement at the time the issue was discovered. Based on the information provided by asp, the reported problem was able to be confirmed. The reported problem was determined to be due to a processor pca failure. The root cause of the processor pca failure could not be determined. Customer refused the service from asp, and processor pca was replaced by a third party to solve the issue, and the product is back in service.

Manufacturer narrative:
Phone number: (B)(6).